Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the usb cable no longer charged the pump. The customer was able to successfully charge the pump using a different cable. There was no impact to customer's blood glucose level.